Event description:
A physician reported actuation failure of a probe occurred, and it was the 20,000 cuts per minute (cpm) cutter, but the cutting rate only went up to 2,500 cpm. The condition of aspiration was unknown during procedure. The procedure was completed after replacing the product with a same lot one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. One wet 25+ga (gauge) 20k cpm (cuts per minute) probe manifold was visually inspected. No occlusion nor detachment was found in the tubing insertion to the probe engine. The probe manifold was tested on the console. The led (light-emitting diode) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. 20000 cut rates displayed on the screen when the rfid (radio frequency identification) was connected to the console. The root cause of the customer's complaint could not be established; the returned sample met specifications. No contributing factors could be identified that could cause the customer¿s experience. After the investigation of this complaint, it has been determined that this sample met specifications. Based on current tracking, there are no adverse trends for this reported complaint. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance will continue to monitor customer complaints via the complaint review meetings and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).